Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the reported tissue injury appears to be related to procedural conditions (poor imaging). A cause for the reported hypotension could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported patient effects of tissue injury and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed and flail posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult. A chordae was torn during deployment. A second mitraclip was deployed to stabilize the first clip. A intra-aortic balloon pump was implanted between two clips due to hypotension. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.